Event description:
The customer reported that the ventilator alarmed due to an oxygen error. The customer reported the device was not in use therefore there was no patient involvement or harm. Review of the device event log noted alarms for high oxygen supply pressure and no oxygen available occurrences. When the measured oxygen inlet pressure is greater than 92 psig, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the oxygen supply pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use. Per labeling, the oxygen source must be able to deliver 100% oxygen regulated to 40-87 psi. The manufacturers field service engineer was unable to duplicate the reported event. The service engineer replaced the data acquisition pcb board as a precaution to address the reported problem. Applicable final testing was completed and passed to operating specifications.